Event description:
The customer reported via phone call that she had issues with the threshold suspend feature. Customer stated that his threshold suspend was set at 70 mg/dl but it did not alert him until he was at 40 mg/dl. Customer declined troubleshooting for the low blood glucose and stated that he caused it by over-bolusing. Customer also declined troubleshooting for the threshold suspend issues. Customer was just concerned that it did not trigger when it was set to 70 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.